Event description:
Customer reported attachment can not be held by cutter. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the ball bearings were damaged due to corrosion, the device exceeded temperature expectations, the drive shaft was damaged, and the bevel gear was torn. This was attributed to normal wear. The bevel gears, ball bearings, and drive shaft were replaced. The device was repaired and returned to the customer on (B)(4) 2013.